Event description:
It was reported that the device exhibited a force sensor background test background failure code and a force sensor bridge test failure code. Event occurred before infusion. Per reporter the interconnect pcb needs to be replaced. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The event history log revealed a force sensor background test error. Functional testing was able to duplicate the reported problem. It was determined that the force sensor was the root cause. The force sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.